Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse found the defect in the power supply circuit of the entire device which was first entered from the transformer. To resolve the issue, fse replaced the entire set of power supply units in the main cabinet. The defective pdu (power distribution unit) fan tray and dcps (direct current power supply) was returned to philips for failure analysis and the cause of the failure was found to be a 24 voltage (supply caused by a component). After replacement of the power supply, the system was returned to good working condition. The codes were updated based on the investigation outcome.